Event description:
It was reported the shower chair seat has cracked. The patient reportedly sustained a cut while transferring himself onto the cracked seat. No further patient complications were reported as a result of this event.